Event description:
The customer reported the system would not recall images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and flashed all nodes, re-loaded system software and calibration files, and instructed the customer to please wait until system is fully shut down before unplugging the system, as this may cause the system to slow down or malfunction. System operates as intended.